Event description:
The patient reported pain at the lateral shoulder around where the neurostimulator is implanted. Although the pain is not constant, the patient reported sharp pains with certain movements that feel like the device is trying to migrate out laterally. X-rays were ordered. However, they have not yet been performed. As of on (B)(6) 2025, the patient reported pain relief for their chronic shoulder nerve pain, yet still has intermittent pain at the site of the neurostimulator. No additional information is available at this time.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, not performing an x-ray immediately after the implant procedure to confirm device placement, inadequate fixation, and the patient going thru an MRI have been ruled out. Additionally, severe force being applied to the implant, excessive twisting or stretching, patient having contraindicating conditions, improper surgical technique, and the patient picking or touching the wound have been ruled out as potential causes. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the pain is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issue. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.